Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer's blood glucose was 124 mg/dl at the time of call. The customer stated that her blood glucose went down to 400 mg/dl when she was admitted. The customer stated that they treated her high blood glucose with manual injections. The customer stated that she had headaches. The date of the hospitalization was (B)(6) 2015. The customer stated that there was a kink in the tubing but they straighten it out. The insulin pump will be returned for analysis.